Event description:
Pt received cv-5 gore-tex suture in a chordae tendineae replacement procedure to repair a ruptured anterior leaflet. Approximately three years postoperatively pt presented with low-grade pulmonary edema. Surgery reportedly revealed a mid-point rupture of the suture. Cv-3 gore-tex suture was placed, achieving complete competence of the valve. The pt's recovery was uneventful.